Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was selected for use. However, it was noted that the device was defective, the balloon has a hole in it. No further information available.

Manufacturer narrative:
Date the incident occurred was estimate as (B)(6) 2019 which is the first day of the month of the aware date since there is no event date provided. Device evaluated by MFR: the device was returned for analysis. A visual examination identified no tears in the balloon material. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was noted escaping from a balloon pinhole leak located in the proximal transition zone of the balloon, approximately 12mm proximal to the proximal markerband. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the damage identified. A visual and microscopic examination of the markerbands identified no issues which may potentially have contributed to the complaint incident. A visual and tactile examination of the shaft polymer extrusion was completed. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. A visual and tactile examination identified no damage to the tip which may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Manufacturer narrative:
Date the incident occurred was estimate as (B)(6) 2019 which is the first day of the month of the aware date since there is no event date provided.

Event description:
It was reported that balloon rupture occurred. A 12.0 x 40, 75cm mustang balloon catheter was selected for use. However, it was noted that the device was defective, the balloon has a hole in it. No further information available.